Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On (B)(6) 2026, a follow-up CT scan showed a type ib endoleak on the left side and an additional procedure was indicated. On (B)(6) 2026, a reintervention was performed. The left internal iliac artery was coil-embolized and an additional contralateral leg component was placed to extend the treatment area into the external iliac artery. The endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: the left contralateral leg seemed to be placed too proximal from the iliac bifurcation. Even though there was no endoleak found during the initial procedure, the landing zone was short and an additional component should have been implanted intraoperatively.